Event description:
It was reported that stent dislodgement occurred. A 4.00 x 24 synergy drug eluting stent was selected for treatment. However, during preparation, the stent became detached from the balloon. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 24 synergy drug-eluting stent was selected for treatment. However, during preparation, the stent became detached from the balloon. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
B3 date of event- used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR: synergy ous mr 4.00 x 24mm was returned for analysis. The device was returned without the stent detached. The returned detached stent was damaged along the entire length. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and there were no signs of positive pressure applied. Crimp markings were visible. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues along the shaft. No other issues noted with device.